Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter used on (B)(6) 2025 fell out soon. There was a hole in it. It had natural removal.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Upon inflation using in house syringe and 10ml mbs solution leaked out of eyelets. Dissected balloon and 0.025" pin guage within balloon notch. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter used on (B)(6) 2025 fell out soon. There was a hole in it. It had natural removal.